Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the his bundle pacing lead reached the target area of the left bundle branch and the helix was extended with low pacing impedance, however tissue became embedded in the helix. The lead was repositioned and then the parameters were unsatisfactory. The physician aborted the his implant. No patient complications have been reported as a result of this event.